Event description:
It was reported by the customer that during a laparoscopic cholecystectomy procedure the device would not fire. The scrub nurse tried to fire it on the back table and some staples dropped from the device. The procedure was completed with another product. There was no adverse consequence to the pt. One device will be returned.

Manufacturer narrative:
Eval summary: the analysis results found that 1 el5ml device was returned for analysis. The device was noted to have the cam broken from the right side. No anomalies were found with the jaws. The device was tested for functionality; it cycled, and ejected the remaining clips due to the cam condition.